Manufacturer narrative:
Evaluation method: (film evaluation); results: inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (anatomy related; small distal diameter); conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; small distal diameter).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm in diameter abdominal aortic aneurysm. Proximal neck was 25 mm in diameter. Distal diameter was 16 mm in diameter. Right iliac was 18 mm in diameter and the left iliac was 13 mm in diameter. Right femoral was 16 mm in diameter and the left femoral was 12 mm in diameter. There were no issues during initial deployment. It was reported that twelve days post index procedure an occlusion in the main body limb was discovered. A fem-fem bypass was performed the same day. The cause of the occlusion was determined to be caused by the narrow distal diameter of the aorta (16 mm). The occlusion occurred in the main bifurcated stent graft where it overlapped with the contra limb. The patient is still in the hospital and is being monitored by the physician. No additional clinical sequelae were reported, and the patient is fine. A review of a single returned pre-implant cta slice shows what appears to be the distal aorta which measures 17mm. Post-implant films were not returned for evaluation.